Manufacturer narrative:
(B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was dislodged the day after initial implant. The patient underwent a surgical intervention to reposition the lead but the helix would not extend/retract and it would not stay in place. The lead was explanted and a new product was used to complete the procedure. No additional adverse patient effects were reported.